Event description:
As reported, instrument broke final stages of reaming glenoid, noticed on back table the sleeve had come loose and was no longer holding the reamer effectively. All pieces retained. Swapped out for the tri-drive on the other set they have no patient impact. Device to be returned.

Manufacturer narrative:
Lot number: 288708026. The disassembled tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming of the sleeve being obstructed by soft tissue or bone. Section h11: the following sections have corrected information: (b5) as reported, instrument broke final stages of reaming glenoid, noticed on back table the sleeve had come loose and was no longer holding the reamer effectively. All pieces retained. Swapped out for the tri-drive on the other set they have ¿ no patient impact. Device to be returned.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation.

Event description:
Instrument broke final stages of reaming glenoid, noticed on back table the sleeve had come loose and was no longer holding the reamer effectively. All pieces retained. Swapped out for the tri-drive on the other set they have ¿ no patient impact.